Manufacturer narrative:
On march 27, 2019 immucor technical support used a remote electronic connection method to assess files on galileo neo instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. Images appear as called by the neo. Rois are centered, no adjustment was needed. On april 1, 2019 an immucor field service technician inspected galileo neo instrument serial number (B)(4) at the customer facility. The technician performed an unexpected reaction check list for the instrument, then replaced syringes for probes 1 and 2, and replaced lamp for camera reader. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the galileo neo instrument.